Event description:
It was reported the device recorded 12 atrial tachycardia/fibrillation episodes which were determined to be lead noise oversensing on the atrial electrogram. Lead noise was seen during patient rest and during provocative arm movements. The atrial sensitivity was reprogrammed and the atrial fibrillation/flutter discriminator was turned off. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.